Event description:
Caller reported customer received an error on the device in the morning. At 11 am, customer ate and took 20 units extra insulin. Customer's device = 537 mg/dl 1-2 hours later. In another hour, customer's device = 201 mg/dl around 2:30 pm. Customer went to the hospital at 6 pm. Hospital device = 174 mg/dl. No treatment was given. No controls were used. A request was made for return product and replacement product was sent.